Event description:
Based on additional information received on 31-aug-2016, the company suspect was updated from synvisc to synvisc one. This case is cross referenced with case: (B)(4)(cluster). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc one and later 1 day after treatment had knee inflammation and few days after treatment had knee effusion. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection (first and only injection) (batch/lot number and expiration date: not provided) for osteoarthritis into 1 unspecified knee (left or right). On (B)(6) 2016, 1 day after receiving synvisc one injection, the patient experienced knee inflammation. It was reported that the physician instructed the patient to elevate and ice the injected knee. It was also reported that the condition of the knee worsened and the patient was instructed to go to the hospital where the knee was drained and steroids were administered. Reportedly, the patient was recovering. Corrective treatment: knee drained and steroids for knee effusion; elevate and ice the injected knee and steroids for knee inflammation. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. Additional information was received on 02-sep-2016. Ptc results were added and the text was amended accordingly. Additional information was received on 31-aug-2016 from the physician. It was reported that the patient did not receive synvisc but had actually received synvisc-one and hence the company suspect was updated. The action taken was updated. Text amended accordingly.

Event description:
Based on additional information received on 31-aug-2016, the company suspect was updated from synvisc tosynvisc one. This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc one and later 1 day after treatment had knee inflammation and few days after treatment had knee effusion. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection (first and only injection) (batch/lot number and expiration date: not provided) for osteoarthritis into 1 unspecified knee (left or right). On (B)(6) 2016, 1 day after receiving synvisc one injection, the patient experienced knee inflammation. It was reported that the physician instructed the patient to elevate and ice the injected knee. It was also reported that the condition of the knee worsened and the patient was instructed to go to the hospital where the knee was drained and steroids were administered. Reportedly, the patient was recovering. Corrective treatment: knee drained and steroids for knee effusion; elevate and ice the injected knee and steroids for knee inflammation. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. Additional information was received on 02-sep-2016. Ptc results were added and the text was amended accordingly. Additional information was received on 31-aug-2016 from the physician. It was reported that the patient did not receive synvisc but had actually received synvisc-one and hence the company suspect was updated. The action taken was updated. Text amended accordingly. Additional information was received on 21-sep-2016. The ptc results for synvisc one were added (previously synvisc). Text amended accordingly.

Event description:
This case is cross referenced with case: (B)(6)(cluster). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc and later 1 day after treatment had knee inflammation and few days after treatment had knee effusion. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (first and only injection) at a dose of 2 ml once (batch/lot number and expiration date: not provided) for osteoarthritis into 1 unspecified knee (left or right). On (B)(6) 2016, 1 day after receiving synvisc injection, the patient experienced knee inflammation. It was reported that the physician instructed the patient to elevate and ice the injected knee. It was also reported that the condition of the knee worsened and the patient was instructed to go to the hospital where the knee was drained and steroids were administered. Reportedly, the patient was recovering. Action taken: permanently discontinued. Corrective treatment: knee drained and steroids for knee effusion; elevate and ice the injected knee and steroids for knee inflammation. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. Additional information was received on 02-sep-2016. Ptc results were added and the text was amended accordingly.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc and later 1 day after treatment had knee inflammation and few days after treatment had knee effusion. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (first and only injection) at a dose of 2 ml once (batch/lot number and expiration date: not provided) for osteoarthritis into 1 unspecified knee (left or right). On (B)(6) 2016, 1 day after receiving synvisc injection, the patient experienced knee inflammation. It was reported that the physician instructed the patient to elevate and ice the injected knee. It was also reported that the condition of the knee worsened and the patient was instructed to go to the hospital where the knee was drained and steroids were administered. Reportedly, the patient was recovering. Action taken: permanently discontinued. Corrective treatment: knee drained and steroids for knee effusion; elevate and ice the injected knee and steroids for knee inflammation. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for both the events.